Manufacturer narrative:
There was no patient involvement. PMA 510(k): the heater-cooler 16-02-80 is not distributed in the USA. However, it is similar to the heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative replaced the distribution board but the issue was not resolved. A new main pcb was installed but that also did not resolve the issue. The service representative then replaced the stir pump and subsequent testing did not identify further issues. Preventative maintenance was completed on the device. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a numerical error was displayed on the cardioplegia and patient circuits of the heater-cooler system 3t during maintenance. There was no patient involvement.